Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampons break apart in me- vagina [foreign body in reproductive tract]. Tampons break apart (in me) [device breakage]. Tampon halves had to be pulled out, retained [complication of device removal]. Case narrative: consumer reported via e-mail that tampon broke apart inside of her. No serious injury reported.